Event description:
The event occurred on unknown date where it was reported that the repair tag states "smoking". It is not known if there was patient involvement. However, no patient harm was reported.

Manufacturer narrative:
D9 - date returned to mfg: the ICU awareness date and the investigation complete date are both on (B)(6) 2023. The cassette alarm test was performed to attempt to duplicate the reported issue of device smoking. The reported issue was duplicated. The reported issue was not confirmed in history. The probable cause of the reported issue is a melted component on the power supply pwa. An issue with device having a dead battery was also identified. The probable cause is a defective battery.